Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, prime/compromised force sensor system test and excessive no delivery test. However, device alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to verify prime anomaly due to motor error alarms. The motor was tested outside the device and passed. Device received with bleeding lcd glass. Device received with minor scratched lcd window. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked component/lcd keypad connector.

Event description:
Customer reported via phone call that the insulin pump was unable to prime sometimes. Customer's blood glucose was unknown. Customer reported the buttons were unresponsive sometimes during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.